Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that while loading a cartridge the customer received an incomplete cartridge changed alert and then a cartridge alarm 19 occurred. The customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was used to address the bg level. Another cartridge was loaded onto the pump; the alarm did not reoccur. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alert/alarms.